Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks, due to oversensing. A review of the episodes showed the r-wave signal amplitude had gotten very small and double and triple counting was observed. It was noted the post-shock pacing did not impact sensing. The physician planned to evaluate the position of the system and test the sensing vectors. It was later reported that the sensing vector was reprogrammed from alternate to secondary. No adverse patient effects were reported.